Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard ventralight st. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007 and (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) or an unspecified bard/davol ventralight st. As reported, the patient is only making a claim for an adverse patient outcome against the ventralex (device #1). As reported, the attorney alleges general allegations against the ventralex for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard ventralight st. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the PMA/510(k) #. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., UDI no.), d6a (date of implant), d6b (date of explant), g1, g3, g6, h2, h6, h10, h11. Corrected field: g4 (PMA/510(k) #). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007 and (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) or an unspecified bard/davol ventralight st. As reported, the patient is only making a claim for an adverse patient outcome against the ventralex (device #1). As reported, the attorney alleges general allegations against the ventralex for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated umbilical hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was dissected out. A large ventralex mesh (device #1) was placed into the left upper quadrant and secure it with suture.¿ (B)(6) 2007 - patient was diagnosed with umbilical mass, inflammation, fibrosis thereby underwent repair with umbilical exploration, resection of umbilical mass, fascial reinforcement. (B)(6) 2016 - patient was diagnosed with recurrent umbilical hernia, pain thereby underwent laparoscopic repair with implant of ventrio st mesh (device #2) and explant of ventralex mesh (device #1). Per operative notes, ¿hernia sac was dissected out. Previously placed ventralex mesh (device #1) was removed. A ventrio st mesh (device #2) was placed into the intra-abdominal area and secure it with suture.¿